Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was preparing to place the taxus express2 3.5x8mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous, left anterior descending (lad) artery, but upon removal of the device from the protector sheath, it was noted that the proximal edge of the stent was lifted. The procedure was completed using another taxus stent, same size. No pt complications were reported. Pt status post procedure is noted as good.